Event description:
Patient was sitting in the chair with chair alarm pad on and plugged in to receptacle with "bed alarm." The patient stood up and fell, the alarm did not alert. No patient injury. A nurse sat on the chair pad several times before it alarmed.